Event description:
It was reported that there was a leak from a cartridge. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: a2: additional patient age at time of event information was received and updated. A3: additional patient sex information was received and updated. H10: no product was returned therefore, no visual or functional evaluation can be performed. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: h6: correction: evaluation codes results: should have stated: no findings available.